Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received. (B)(4).

Event description:
The customer reported the alarm has power but does not sound when weight is removed from the sensor even when the batteries were replaced, and a new sensor was used. There was no pt contact.